Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to suspected loosening and an allergic reaction.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect or wan not available at the time of initial follow up. This report is being amended to reflect changes. Methods: actual device not evaluated, labeling evaluation. Results: no failure detected. Conclusions: unable ot confirm complaint, known inherent risk of the procedure. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent femoral component revision due to suspected loosening after 37 months post implantation. However, when the patient was being revised the surgeon felt the patient as having a nickle allergy reaction.